Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-mar-27. The rep stated that the cause of the impedances being greater than 10000 ohms on electrode 8 remains unknown. The rep noted that the information was confirmed with the physician. Additional information was received from a manufacturer representative (rep) on 2017-mar-28. The rep noted that the patient¿s weight was unknown, which was confirmed with the physician. No further complications were reported/are anticipated.

Event description:
A consumer reported that they have to turn the right side stimulation much higher than the left side in order to feel it. The patient was concerned that they would drain the battery if they had to run the settings that high. The device was indicated for non-malignant pain. Additional information was reported. Manufacturer representative reported impedances with electrode 8 were greater than 10000 ohms. It was also reported that the patient was getting good therapy and that they were going to leave the patient programmer with electrode 8.